Event description:
It was reported the patient had their implantable neurostimulator removed 6 weeks after implant due to an infection.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that everything worked perfect until the infection developed after 6 weeks.